Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to confirm missing segments/partial display due to blank display. Device received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that their insulin pump was exposed to fluid and insulin pump and screen was not working. The customer¿s blood glucose was 110 mg/dl at the time of incident. The customer's father states o-ring was not in place. The customer's father states o-ring was not free of debris. The customer's father states battery cap was not damaged. The customer's father states the insulin pump had cosmetic damage. The customer's father reported that there was crack on the insulin pump behind of belt clip that leads to battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.